Manufacturer narrative:
One video was used for investigation. According to the video attached to the complaint, the tip was identified as damaged with signs of peeling. The reported complaint is confirmed. This type of condition could be generated during use in the patient, the use of sharp tools on the product or during reprocessing of sample for subsequent uses due to improper handling or use of non-recommended lubricants or cleaning solutions that could damage the product. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process.

Event description:
It was reported that the hose looks damaged. There was no patient involvement and no patient harm/adverse event reported.